Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia and sensor glucose. Versus blood glucose and change sensor alert. The blood glucose value was 43 mg/dl. The sensor glucose value was 400 mg/dl. The event involved product(s) mmt-7040d1. Troubleshooting was performed. Customer was reporting a discrepancy between sensor glucose and blood glucose which was not within range. Customer had explained sensor may have no longer been responding to glucose changes and explained possible causes. It was unknown if the customer was using the insulin pump within 48 hours and if the auto-mode/smartguard feature was active at the time of low blood glucose event. No further patient complications were reported. Product return for mmt-7040d1 is not expected.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.